Event description:
Event was reported to (B)(4) by an attorney. The patient suffered urinary problems, bowel problems, dyspareunia and other injuries as they become apparent. No further information has been provided.